Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the scope is scratched. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This is caused by contact with another source.

Event description:
It was reported that the scope is scratched. There was no backup device available to complete the procedure. No patient injuries reported.

Event description:
It was reported that the scope is scratched. No back up was available. No pateint injury was reported.